Manufacturer narrative:
No component was returned for analysis. The device history record was not reviewed as a manufacturing/design issue is not suspected as the device was manufactured in 2017. Therefore, it has exceeded its design service life expectancy of two years. There are no suspected manufacturing/design/ncmr/CAPA related issues to reference as a root cause could not be determined. There are no prior related complaints against this system and it has not been returned in the past for refurbishment. The root cause of the reported event could not be determined. No corrective action needed as the root cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing ref: 2184149-2020-00241, 2184149-2020-00240. During the procedure, a significant delay occurred. The start up of the system was significantly prolonged and "ffr receiver fault detect" was displayed after startup. The connection between the catheter and the doc failed and it took two to three times to connect successfully. After detection the imaging effect was not good, the brightness and contrast were not high, and the nature of the plaque could not be seen clearly. The procedure was completed with the same system with no adverse patient consequences. The ffr receivers and optical adapter were replaced to resolve the issue.